Event description:
It was reported that at the beginning of a photo-selective vaporization of the prostate procedure, the fiber tip broke and detached outside the patient without apparent cause. The procedure was completed without patient complications using another fiber. It was noted that there were no stones in the prostate, pressurized saline was not utilized and there was no excessive tissue accumulated on the tip that required cleaning.

Manufacturer narrative:
With all the available information, boston scientific concludes the fiber tip was present on the fiber, and the hene (helium-neon) laser fixture did not identify any breakage along the fiber length. Analysis did confirm a distal circumferential fracture. A distal circumferential fracture has the potential for forward firing. The metal cap exhibited severe charred debris adhesion, indicative of prolonged tissue contact. The identified metal cap tissue adhesion is likely to have contributed to continuous elevated temperatures to the output window leading to the distal circumferential fracture. According to the device instruction for use (IFU), increasing the irrigation flow through a pressurized saline bag (set to 250 mmhg 300 mmhg) will further increase the liquid cooling effect and may reduce fiber tip damage. Based on analysis results, the interaction between the user and device caused or contributed to the identified distal circumferential fracture.

Event description:
It was reported that at the beginning of a photo-selective vaporization of the prostate procedure, the fiber tip broke and detached outside the patient without apparent cause. The procedure was completed without patient complications using another fiber. It was noted that there were no stones in the prostate, pressurized saline was not utilized and there was no excessive tissue accumulated on the tip that required cleaning.